Manufacturer narrative:
This report is submitted on february 07, 2022.

Event description:
Per the clinic, the patient developed tinnitus and experienced a performance decrement following an MRI in 2011. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 30, 2022.